Event description:
A customer from (B)(4) had her blood glucose tested and received a reading of "lo" from her contour link meter. Her glucose was retested using another meter and that reading was 190 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.